Event description:
It is reported that during surgery in 2008, the surgeon implanted the segmental distal femur by using a different technique than the standard technique. The segmental poly insert portion required from the segmental distal femur assembly was not implanted or placed into the assembly during implantation. It was not realized during implantation that the segmental poly insert was required. It was unknown as to how the device would perform without this component of the assembly. Revision surgery is recommended.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Evaluation summary: device was implanted using a different surgical technique than recommended in the zimmer segmental system surgical technique. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.